Event description:
It was reported that approximately two (2) weeks after a shoulder arthroscopic procedure, the patient underwent a revision due to glenosphere disassociation. The patient reported that upon waking from sleep, there was a loss of range of motion in the right arm, which could not be moved. The glenosphere and poly components were replaced during the revision without any reported surgical complications. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: associated product information, part (lot): 010000589 (66481655). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event is confirmed by the provided x-rays. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a healthcare professional. A review of the available records identified the following: there is a reverse-type right shoulder arthroplasty. The glenosphere has disassociated from the baseplate. There is no fracture. Surgical staples are present. There is marked osteopenia. Disassociation of the glenosphere from the baseplate of the reverse-type right shoulder arthroplasty. Marked osteopenia. Implant fit is maintained. There is malalignment secondary to the glenoid implant disassociation. There is disassociation of the glenosphere from the baseplate as noted with resulting malalignment. Operative notes were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.